Event description:
An implant card was received indicating high impedance as the reason for replacement. The implant card noted that a new lead was implanted. The sticker for a new generator implant was attached but crossed out. It is unclear if a generator replacement occurred. Device history records were reviewed for the generator and lead. Both were verified to have been sterilized and to have passed all quality inspections prior to distribution. All explanted devices were discarded per hospital policy, so no devices would be available for return for analysis. No additional relevant information has been received to date.